Manufacturer narrative:
(B)(4). Evaluation summary: the device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this 31 mm bioprosthetic mitral heart valve was explanted after seven (7) years, eleven (11) months. As reported, the patient is doing well according to the information received. The reason for explant was calcification or pannus growth on the leaflet, but this has yet to be confirmed from the edwards representative. No additional details provided.

Manufacturer narrative:
Additional manufacturer narrative: structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, minimal information regarding this event was received. Requests for additional information regarding the condition of the device, patient's medical history, or possible comorbidities are currently in progress. The root cause of this event remains indeterminable at this time. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. If additional information becomes available, a supplemental report will be submitted accordingly. No corrective action is applicable to this case; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a bioprosthetic mitral valve that was explanted after an implant duration of approximately 9-10 years. No other details have been provided. The reason for explant is unknown.

Manufacturer narrative:
The subject device was returned to edwards for evaluation. Report of calcification or pannus growth on the leaflet was confirmed. X-ray demonstrated heavy calcification on leaflet 3, minimal calcification on free margin of leaflet 2, and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 2 at the outflow aspect. Host tissue also fused leaflets 2 and 3 by approximately 6mm near commissure 3 on outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Material which appeared to be thrombosis was observed on cusp area of leaflet 1 at the outflow aspect. Based on product evaluation findings, calcification and host tissue restricted leaflet mobility which led to stenosis. There are many factors that could result in the failure of a bioprosthetic valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.